Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination confirmed that the hypotube was broken 214mm distal to the strain relief. Additionally, it was noted that the hypotube shaft was kinked at various positions in the vicinity of both sides of the break site. This type of damage is consistent with the application of excessive force to the delivery system. No issues were noted with the profile of the crimped stent, balloon and tip section of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.00x20mm promus element plus drug eluting stent was advanced to treat the lesion. However, during procedure, the shaft was broken around 20cm from the hub. The procedure was completed with no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 3.00x20mm promus element¿ plus drug eluting stent was advanced to treat the lesion. However, during procedure, the shaft was broken around 20cm from the hub. The procedure was completed with no patient complications reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). (B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).